Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a dexcom g7 sensor and a 6 mm, 23-inch infusion set, with no leaks observed and no pump alarms or interruptions to insulin delivery, and a confirmatory fingerstick measured 285 mg/dl; the patient noted subsequent glucose decline at an estimated rate of about 6 mg/dl every few minutes after guidance to allow additional time for the system to correct. Symptoms included elevated blood glucose. Outcomes included no reported injuries, no medical intervention beyond routine self-management, and no hospitalization. Investigation included customer support troubleshooting and education focused on monitoring trends and allowing the system time to correct in the absence of alarms or hardware issues. Investigation of this case revealed no evidence of device malfunction, no delivery stoppage, and no sensor or infusion set issues based on user reports and absence of alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.